Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient went to the emergency room due to acute abdominal pain on (B)(6) 2019. An abdominal x-ray confirmed the presence of air under the diaphragm. The decision was made to suspend the duodopa therapy. On (B)(6) 2019 it was reported the intestinal air stratum was resolved. The patient was still hospitalized due to the persistent abdominal pain. The duodopa therapy was re-started.